Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient never experienced auditory perceptions from the internal device. It was reported that the patient was explanted due to a medical issue (details not reported). The device was explanted on (B)(6), 2011. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.